Event description:
Add'l info rec'd from MFR 12/18/00: the specific lot number referenced in this report was the subject of a recall initiated on 9/11/00 due to possible bacterial contamination. The recall involved 46 units shipped to 29 u.s. Sites, including the rptr of the referenced medwatch report. The investigation concluded that the contamination organism was staphylococcus cohnii, which is a staph non-aureus species. Medwatch report # 1019910 incorrectly identifies this organism as staph aureus bacteria.

Event description:
Notified by novartis rep that graft was contaminated with staph aureus bacteria. Physician was notified and graft was immediately removed.